Event description:
During a lung simulation on the cyberknife, it was noted that the simulation software yielded an unexpected result for the tumor tracking method. The cyberknife software indicated that the tumor tracking method should be a "1-view a" instead of the most logical choice of "1-view b". The result contradicted the visual analysis by the therapists, the md and two physicists who were observing the procedure. After contacting the vendor, accuray inc., it was learned that this was a known software bug for version 9.6 on the cyberknife console software. The software had been installed in 2012 and the anomaly had not been encountered up to this time. No mention of this software anomaly is mentioned in the version 9.6 release notes. The vendor also stated that no corrective action bulletins had been issued regarding the anomaly.